Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified that the dovetail feature was compressed and fractured and the product showed signs of repeated use. Tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed hackle marks, river lines and striations in cases of bending overload and low cycle fatigue culminating in bending overload. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - provisional top. The tasp is not fractured, it is worn, therefore, this event is not reportable.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the cleaning process, it was discovered that the poly trial was fractured. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.